Event description:
Additional information received indicated oversensing was observed on the right atrial (ra) lead. An x-ray was performed and lead damage was not observed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial (ra) lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested, but have not yet been provided.